Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue but the cause could not be determined. No report of patient involvement. Legal manufacturer: (B)(4). No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.